Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that the patient experienced post-operative constipation (new or worsening) beginning on an unknown date in 2014 and began taking over-the-counter miralax. The constipation event was assessed as "moderate" in severity and "definitely" related to the device and/or procedure. On (B)(6), 2014, the patient sought medical attention for low back pain that had been ongoing for 2 days (onset (B)(6), 2014). The patient was given oral pain medications, and the pain was still present at the 6-week post-operative visit. This event was assessed as moderate in severity, and relation to the device/procedure was assessed as "probable". Both the constipation and low back pain were unresolved as of the last patient visit on (B)(6), 2014.

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures -(B)(4). It was reported to boston scientific corporation that the patient experienced post-operative constipation (new or worsening) beginning on an unknown date in 2014 and began taking over-the-counter (B)(4). The constipation event was assessed as "moderate" in severity and "definitely" related to the device and/or procedure. On (B)(6) 2014, the patient sought medical attention for low back pain that had been ongoing for 2 days (onset (B)(6) 2014). The patient was given oral pain medications, and the pain was still present at the 6-week post-operative visit. This event was assessed as moderate in severity, and relation to the device/procedure was assessed as "probable." Both the constipation and low back pain were unresolved as of the last patient visit on (B)(6) 2014. Correction march 12, 2015: the low back pain started: date (B)(6) 2014. (B)(6) 2014 was the implant date for the device.

Manufacturer narrative:
(B)(6).

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study (B)(6). It was reported to boston scientific corporation that the patient experienced post-operative constipation (new or worsening) beginning on an unknown date in 2014 and began taking over-the-counter (B)(6). The constipation event was assessed as "moderate" in severity and "definitely" related to the device and/or procedure. On (B)(6) 2014, the patient sought medical attention for low back pain that had been ongoing for 2 days (onset (B)(6) 2014). The patient was given oral pain medications, and the pain was still present at the 6-week post-operative visit. This event was assessed as moderate in severity, and relation to the device/procedure was assessed as "probable." Both the constipation and low back pain were unresolved as of the last patient visit on (B)(6) 2014. Correction march 12, 2015: the low back pain had start date (B)(6) 2014. (B)(6) 2014 was the implant date for the device. Additional information august 5, 2015: the low back pain was still present at the patient's 6 month post-operative visit and the patient was referred to a physical therapist. Additional information august 1, 2016: the constipation and low back pain were resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4):the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that the patient experienced post-operative constipation (new or worsening) beginning on an unknown date in 2014 and began taking over-the-counter miralax. The constipation event was assessed as "moderate" in severity and "definitely" related to the device and/or procedure. On (B)(6) 2014, the patient sought medical attention for low back pain that had been ongoing for 2 days (onset (B)(6) 2014). The patient was given oral pain medications, and the pain was still present at the 6-week post-operative visit. This event was assessed as moderate in severity, and relation to the device/procedure was assessed as "probable". Both the constipation and low back pain were unresolved as of the last patient visit on (B)(6) 2014. Correction (B)(6) 2015. The low back pain had start date (B)(6) 2014. (B)(6) 2014 was the implant date for the device. Additional information (B)(6) 2015. The low back pain was still present at the patient's 6 month post-operative visit and the patient was referred to a physical therapist.